Event description:
It was reported that there was intermittent current on the patient's right side. The patient had a painful current sensation on the right side. There were no falls, accidents or traumas reported. The battery was explanted due to battery depletion and there was no allegation that it was abnormal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2015-08421 for information on the patient's concomitant system.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator product ID: 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension product ID: 37642, serial# (B)(4), product type: programmer, patient product ID: 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead product ID: 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension product ID: 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead (B)(4).

Event description:
Additional information received reported that the patient had received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. The patient had an appointment in (B)(6) 2015. The patient was still having concerns regarding their device or therapy but was working with their healthcare professional or manufacturing representative. The patient had an appointment scheduled for 6 weeks out following (B)(6).

Manufacturer narrative:
Type of reportable event, unchecked serious injury as the event is not reportable for a serious injury.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID: 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer later reported that the patient had experienced shocking on the right side of the body but specifically in the right shoulder, arm, hip and torso in (B)(6) 2014. This had all begun in 2012. This was noted to be considered sudden in nature. It was noted that nothing was done to address the issue.

Manufacturer narrative:
The implantable neurostimulator (ins) functionality tested okay; there were no significant anomalies. The ins functioned properly throughout the duration of the test. The device was set to the parameters that it had when it was explanted, but 3.0 volts was used for the amplitude.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. Product ID 3389-40, lot# j0349134v, implanted: (B)(6) 2004, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0349459v, implanted: (B)(6) 2004, product type: lead. (B)(4).